Manufacturer narrative:
One device was returned for repair. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Visual evaluation of device found top case is chipped in front left corner and cracked in front right corner, and right plunger case is cracked. Functional testing did not replicate the alarm. The cause was foreign material on the worm coupling tip. Cleaned and greased the motor and worm coupling. No repair was needed. Device passed all functional and delivery tests.

Event description:
It was reported that the pump exhibited a motor rate error. The event occurred during testing, no patient injury was reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.